Event description:
A customer reported a cartridge alarm 20 issue occurring both when loading and not loading a cartridge. There was no adverse impact to the customer's blood glucose level. Tandem technical support educated the customer on the correct procedure for removing a used cartridge and confirmed that the customer had not previously reported similar alarms with this pump. A decision was made to replace the pump, as it was still under warranty. The customer did not have a backup therapy available and planned to reach out to their healthcare provider. A pump with updated software was sent to the customer, and they were given instructions on returning the problematic pump and setting up the new one. The customer understood and acknowledged all instructions.